Event description:
Per the surgeon's report, this bilateral cochlear implant pt experienced decreased speech perception with his right implant. Integrity testing was not performed on the device. The surgeon explanted the cochlear implant in 2006, and reimplanted the pt with a new device at that time.